Event description:
It was reported to baxter (B)(4) that an ipump experienced a failed occlusion test. It is unknown when or in which care area this event occurred. There was no patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).device evaluation:the condition of an ipump with a downstream occlusion which failed to alarm was discovered and confirmed in the pump's event history. The assignable cause was determined to be a pressure sensor which was out of calibration. The pressure sensor was recalibrated to fix the reported condition.